Manufacturer narrative:
(B)(4).batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: please provide patient's age, weight, gender na. Name of the surgeon? Na. What were the indications for surgery? Na. What was the exact surgical procedure (colorectal) performed? Na. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device senior? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In range. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Safety released, stapler fired, heard the cut through break away washer, followed by a green tick. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 ½ turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, full thickness, complete. Were there any issues noted with staple formation? None. Was a leak test performed? If so, what type and what was the result? Yes, negative. Was the staple line visualized endoscopically during the initial surgical procedure? Na. How many days postoperative did the leak occur? 4 days. How was the leak identified? Scan & bloods. What was observed at the site of the leak upon reoperation? No holes or ischemic conduits. How was the leak addressed? Defunctioned ileostomy. Most current patient status: unknown. Is it possible to obtain the lot number? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a patient with a suspected anastomotic leak following a colorectal procedure. The patient was taken back to the theatre on day 3 for a defunctioning ileotomy. Primary procedure was on the 18th. Secondary procedure was on the 21st. The patient did not get admitted to the ICU. The patient remained in the hospital, not discharged.